Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. The customer loaded a new cartridge and received a cartridge alarm 30 during the load process. Customer's blood glucose level was 140mg/dl. Reportedly, the customer successfully reloaded the cartridge and resumed insulin delivery.